Event description:
The customer reported to their baxter corporate product surveillance that the solution will not flow once the bag is spiked with a clearlink continu-flo solution set. This is an ongoing issue. The situation is not particular to one size bag or one medication. The customer believes there is a "vacuum" of sorts that will not allow the solution to flow, which is evident because even if the solution bag is squeezed it will not flow. The condition occurs during priming. The facility primes 500 sets a month and they find about 7 that are defective. There was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review cannot be performed since no lot number was provided. If additional information or samples become available, a follow up report will be submitted.